Manufacturer narrative:
The device will be investigated and a follow-up medwatch will be submitted if additional information becomes available.

Event description:
A report received states that the mps console lost power intermittently during use. It is not known at what point during the case the console lost power. The pump was used to complete the case with no patient complications.

Manufacturer narrative:
No investigation was conducted as the console has exceeded its life cycle and has been decommissioned. In march 2017, quest medical sent out an end-of-life notice to customers in possession of this device advising that the device be replaced.